Manufacturer narrative:
As received, a complete lead was returned in one piece with helix extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended. The cause of the inability of the helix to retract was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant procedure, poor electrical measurements were noted on the atrial lead. The physician removed the atrial lead because the helix failed to retract. A new lead was successfully implanted and the patient was in stable condition.